Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of high results for multiple patients tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module. The customer pulled 80 patient samples that had tsh results between 5.0 and 6.5 uiu/ml on the e601 module and repeated them by the siemens immulite method. Based on the data provided, the results for 16 patient samples were discrepant. Refer to attached data for the patient results and age and gender if provided. The initial tsh results from the e601 module had been reported outside of the laboratory. For the past "few months" the customer has received questions from gynecologists and clinicians about the high tsh results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The customer's calibration and qc data were acceptable. No patient sample material was available for investigation. As no sample material was available, the investigation could not be completed. Based on the calibration and qc data, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. Based on the information available, the investigation did not identify a product problem. The cause of the event could not be determined.